Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that while the patient was sitting, the infusion set's tubing detached close to the site location and this issue occurred with three infusion sets within the last few days from the day of this report. The site location was at patient's buttock and the pump was worn on a belt clip. The infusion had been in use for a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that while the patient was sitting, the infusion set's tubing detached close to the site location and this issue occurred with three infusion sets within the last few days from the day of this report. The site location was at patient's buttock and the pump was worn on a belt clip. The infusion had been in use for a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.